Event description:
Additional information was received from a manufacture representative (rep) on (B)(6)2017. The rep stated that they have no further information regarding the event. The patient left and was going to see what happens to determine it if continued to be a problem. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was charging too often. The implantable neurostimulator was not charging beyond the 50% mark on the implantable neurostimulator recharger. The patient¿s recharge data on the clinician programmer showed that on (B)(6) 2017, the patient charged to 75% and on (B)(6) 2017, the patient got to 100%. Implantable neurostimulator recharger data confirmed the clinician programmer interrogation. On (B)(6) 2017 showed that the patient got up to 3.825 volts, and on (B)(6) 2017, the patient got to 3.910 volts. The data was showing that the patient was getting over 50% charged. It was reviewed that the battery charge is not reflected on the patient programmer right away, and there may be a 15 minute delay, and it was possible that the patient was looking at that information; thus not seeing the battery go beyond the 50 percentile. The patient was insisting that the implantable neurostimulator recharger was not showing anything beyond 50%. This had been occurring since (B)(6) of 2017. There were no patient symptoms or complications reported.